Event description:
The customer contact reported the device delivered three unrequested bolus doses. On an unspecified date and time, the pump was programmed in continuous + bolus mode to deliver an unspecified concentration of fentanyl, at a rate of 200mcg/hr, with a 100mcg bolus dose, and a 15 minute patient lockout. No further programming parameters were provided. On (B) (6) 2009, at unspecified times, the patient's family reported the device delivered an unrequested dose approximately every hour over three hours. It was reported that the patient was not capable of pressing the patient pendent. The device was removed from clinical service. There were not reported adverse patient effects. There was no medical intervention required. Though requested, no additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. (B) (4)